Event description:
It was reported that while operating on the scene of a pt with heart palpitations, the device was connected to the pt, and the crew was able to obtain a 3-lead ECG. As the crew attempted to obtain a 12-lead ECG, the buttons on the device became unresponsive. The device powered off, and the crew power it on again; however, the device entered the set-up mode and requested a pass code. The device was no longer able to be used. An add'l advanced life support (als) unit was requested for continuation of pt care. The pt was transported to the hospital without further incident. There was no adverse affect on pt care as a result of the reported failure.

Manufacturer narrative:
Physio-control evaluated the device; however, the reported failure could not be verified, nor duplicated. It was observed that there was no noticeable damage to the device. A performance inspection procedure was performed. Proper device operation was observed through functional and performance testing. The device was returned to customer for use. The root cause of the reported failure could not be determined. It was also indicated by physio-control engineering that the lifepak 12 device will not enter the set-up mode when only the "on" button is pressed. This device will only enter the set-up mode when the "on" button is pressed, while also holding down the "options" and "event" buttons (reference the lifepak 12 defibrillator/monitor series operating instructions, defining setup options, and specifically entering setup options.